Event description:
It was reported the patient experienced a heating sensation. It was noted the heating and burning sensation started a few months ago after the patient lifted something heavy and had ¿two discs burst.¿ it was further noted the patient then fell back on the behind them. It was noted the patient¿s symptoms were at the location of the implantable neurostimulator (ins). The reporter stated an x-ray wad done and everything looked fine. It was noted that after the patient charged the area around the ins heats up and the area heats up later when they are not charging. The reporter stated the patient had not been recharging and the ins was discharged. It was noted the patient was charging normally with the ins off at the time of this report. It was further noted the patient would charge over the weekend and meet with the manufacturing representative next week to check impedances. The reporter stated they could not check impedances at the time of this report due to the ins being too low. Additional information received reported the patient would be meeting with a manufacturing representative tomorrow to have the impedances checked. Additional information received reported the ins gets warm in the pocket area. The reporter stated the patient fell a few months ago moving a soda machine. The reporter further states it was happening only when the ins was on and goes away when the ins was off. It was noted the impedances were fine and the pain coverage was good. Additional information received reported the manufacturing representative did an impedance check and no issues were found. It was noted the patient reported they were feeling stimulation properly. The reporter stated the patient and their healthcare professional were discussing if the ins should be replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3550-39, lot# n330952, implanted: (B)(6) 2012, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).